Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the ipg was inoperable as patient stopped charging the ipg in (B)(6) 2018. External devices would not connect to the ipg. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.